Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his insulin pump alarmed no delivery. His blood glucose was 553 mg/dl, which he treated via manual insulin injection. The customer stated that the cannula bent and caused the high blood glucose. No products were returned or replaced.